Event description:
In 2004 the pt underwent a therapeutic procedure: cystoscopy, left ureteroscopy, balloon dilatation of the left ureter, left retrograde pyelogram and left ureteral stent placement. The passport balloon was inserted through the ureteroscope and inflated x 2. After the second inflation, the clinician was unable to remove the balloon. Tissue was seen in front of the balloon. The operative end of the balloon was cut off and the ureteroscope removed, leaving the balloon in the ureter with the end of it extending out of the penis. A stent was passed around the balloon. Six days later the pt had a subsequent procedure for removal of the balloon. The pt condition was reported as satisfactory with no complications.